Event description:
It was reported that patient received multiple shocks from device. Follow up was unable to gain any additional information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, implantable tachy lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013. (B)(4).